Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that an attempt was made to start the gas flow via the central control monitor and the slider returned to zero flow. The user noted that there was a message that the o2 cell needed calibration. Another calibration was performed, and the case was completed successfully without any further issues.